Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of call was 352mg/dl. The mother stated that the events leading to customer's admission was bent cannulas. The mother stated that the customer experienced high glucose for the past month. It was stated that the customer had a back up plan and has treated with manual injections. Troubleshooting was performed. It was stated that the customer changed the infusion set the day before to resolve the issue. Reviewed all the programming and the bolus, basal, time, and daily totals were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.